Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was analyzed, passed all tests performed and exhibited normal device characteristics. This supplemental report was created to correct the entry in b2: outcomes attrib to adv event. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in b5: describe event or problem, h6: patient code description and patient code and h10: additional MFR narrative.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. It was also reported that the patient had vegetation on the lead. There were no additional adverse patient effects reported. The ICD was explanted. It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. It was also reported that the patient had vegetation on the lead. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was analyzed, passed all tests performed and exhibited normal device characteristics. This supplemental report was created to correct the entry in b2: outcomes attrib to adv event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. It was also reported that the patient had vegetation on the lead. There were no additional adverse patient effects reported. The ICD was explanted.